Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a unexpected restart alarm and an external ram error alarm. Customer's blood glucose level was 117 mg/dl. Customer was getting ready to change his set when the alarm occurred. Customer had to reset the time/date and rewind the pump. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm was not recurring during normal pump use. Customer was advised to monitor the pump. No further assistance needed.